Event description:
It was reported that the patient experienced a revision surgery for an artificial urinary sphincter(aus) device due to recurring incontinence after the device has been implanted for approximately ten years. To troubleshoot, the doctor attempted to squeeze pump and it did not have any pressure. In addition, fluid loss was observed right above the pump due to a tear in the tubing. No patient complications were reported in relation to this event.